Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received inappropriate anti-tachycardia pacing (atp) and five shocks for atrial fibrillation. Trouble-shooting options were discussed. The device remains in service. There were no adverse patient effects reported.